Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The customer reported the allegation to dexcom. Dexcom is reported to have taken care of the customer's needs at that time. No additional patient or event information was available.